Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. The 6.0 x 120 mm armada 18 dilatation catheter was advanced without difficulty for post-dilatation of an unspecified stent. The dilatation catheter balloon was inflated to 8 atmospheres and ruptured. The device was removed without difficulty and no portion remains in the patient anatomy. A second armada 18 was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.